Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. The customer confirmed the pump display turned on when plugged into a power source. Reportedly, the pump shutdown due to the battery depleting quickly. During troubleshooting, tandem technical support confirmed that the battery was depleting as expected. The customer continued to use the pump for insulin therapy. The customer's continuous glucose monitor read "high", however, a specific blood glucose (bg) value was not provided. A correction bolus was delivered to address bg level.